Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there was a buildup of biological material in the bottom jaw, which prevented the first clip from loading properly. The buildup was manually removed and another attempt was made to fire the device. No clip fired. The device was returned with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, the first clip was unable to load properly into the jaws as it was unable to latch onto the bottom jaw. It was noticed that there was a buildup of biological material in the bottom jaw, which prevented the first clip from loading properly. The device was returned with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event.

Event description:
It was reported that there was a clip loading issue during inspection process flow of the clip.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800730 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip loading issue during inspection process flow of the clip.